Event description:
Case reference number (B)(4) is a spontaneous report sent on 18-nov-2023 by a 37-year-old female patient, concerning herself. Additional information was received on 18-nov-2023 from physicians. The medical history of the patient included psoriasis vulgaris, ebv infection, colonoscopy, and gastroscopy in 2020 and allergy to drug patches. The patient's mother had suspected rheumatoid arthritis, anamnestically rather polyarthrosis without treatment, and psoriasis was common on paternal side. There was no history of ibd. No information about concomitant medication, or previous filler treatments had been provided. On (B)(6) 2022 and (B)(6) 2023, the patient received treatment with sculptra to cheeks and jaw (unknown amount, lot number, injection technique and needle type) by physician. On (B)(6) 2023, the patient underwent exploratory laparoscopy (gynecological) and fallopian tube had been uncovered due to suspected congestion, this was ruled out and a spasm was detected, and fertility treatment was started. After the second sculptra treatment, in (B)(6) 2023, the patient experienced a strong reaction, she had severe swelling (implant site swelling) and heat sensation (implant site warmth). After about 14 days, the swelling abated. In the mid of (B)(6) 2023, the patient experienced granulomas (granuloma skin) and indurations (implant site induration). The patient also experienced nodule (implant site nodule) formation on the right lower jaw which was manipulated. She had facial inflammation and was prescribed with prednisolone [prednisolone] pulse by the plastic surgeon on (B)(6) 2023 and was continued since then. The physician performed treatment with hylase [hyaluronidase] and after the treatment her face became inflamed (implant site inflammation) again. Shortly afterwards, the patient experienced joint pain/polyarthralgia (arthralgia), muscle pain (myalgia), fibromyalgia (fibromyalgia), fatigue (fatigue), paresthesia (paraesthesia), neuralgia (neuralgia) and sleep disorders (sleep disorder) as well as a heat sensation and redness (implant site erythema) in the face and decolletage area. Currently, the patient was taking 3.36 mg/day of prednisolone. According to the physician, an autoimmune process might have been triggered. In 2023, the patient was examined by a neurologist and rheumatologist which yielded no results. The only thing that seemed conspicuous were increased ana-titers but without clinical picture: ana-titer was 1:1600 on (B)(6) 2023, 1:640 on (B)(6) 2023 and 1:320 on (B)(6) 2023. According to the patient it seemed that the increased ana-titer was caused by the medication prednisolone [prednisolone] which she was receiving since (B)(6) 2023 and the inflammation was caused by sculptra. Over the months, some symptoms had disappeared. The patient did not experience joint pain and sleep disturbances anymore and there was slight improvement in paresthesia. The patient stated that a type 4 allergy could cause systematic (immunological) complaints. Under the high-dose prednisolone, and travelling to another country, she had self-limiting diarrhea (diarrhoea) for 5 days. In late (B)(6) 2023, the patient additionally experienced stiffness (musculoskeletal stiffness) and joint pain, general feeling of illness (flu-like) (influenza like illness) and hot flushes (hot flush) with no fever. The bowel movements and micturition were uneventful. The patient had sharp, stinging joint pain of (fingers pip ii+iii, wrists, ankles, toes mtp ii+iii, knee, hips, shoulders, back thoracolumbar transition) partly with joint swelling (joint swelling), no redness, hyperthermia was not clear. The patient reported that skin changes occurred on the fingers mcp joints like psoriasis-like and recurring discomfort of the skin (arms, legs) (skin discomfort). The patient had the feeling of getting slight electric shocks. In 2023, the patient visited a neurologist and underwent nerve conduction velocity which was okay and MRI cervical spine + thoracic spine showed no abnormalities. The patient thought that these adverse events were related to the corrective treatment prednisolone. On (B)(6) 2023, the hcp suspected reactive arthritis (arthritis reactive) in the rheumatological day care unit of the hospital and arcoxia [etoricoxib] was prescribed for 4 days and pain improved. Before that she had taken ibuprofen [ibuprofen] on demand. The patient had no dyspnea and erythema nodosum. She experienced night sweats (night sweats) lasting for 3 weeks prior to admission, sometimes she had to change her shirt. The patient lost 3 kg of weight (weight decreased) in 2 months. At the time of the admission, the patient was pregnant in her fourth gestation week with no gynecological presentation yet. On (B)(6) 2023, the patient underwent MRI of the skull (native with angio) with clinical data of hyperesthesia of the right arm and right leg as well as the right head (hyperaesthesia) with visual disturbances on the right (visual impairment). The results of the MRI assessed as four supratentorial medullary lesions in total in a subcortical position. There was no evidence of subependymal or juxtacortical and infratentorial lesions. Native diagnostically limited assessability regarding florid lesions, there was at least no diffusion restriction. Mr morphologically, the criteria for a chronic inflammatory cns disease were not fulfilled. No acute infarction. From (B)(6) 2023 to (B)(6) 2023, the patient was hospitalized for suspected reactive arthritis (arthritis reactive) and arthralgia since 2 months. She was diagnosed with polyarthralgia and facial inflammation after treatment with sculptra in the cheek area. There was no indication of chronic inflammatory etiology but indications of incipient fibromyalgia syndrome. The patient was admitted due to outpatient treatment refractory pain and to assess whether there was a rheumatic or infectious etiology of polyarthralgia and recurrent facial swelling following surgery in the cheek area several months ago and she was referred by the family physician. Clinically and para clinically, there was no indication of this. Laboratory chemistry also showed no evidence of this in extensive examinations and positive detection of anti-dfs70-antibody gave no indication of collagenosis. The patient herself considered of fibromyalgia syndrome. The regular physical exercise, muscle relaxation measures according to jacobsen, yoga, qigong, etc. Were recommended and there was no therapy medication. According to special rheumatological anamnesis, there was no morning stiffness, abortions, bloody rhinitis, fever, photosensitivity, raynaud's phenomenon, heel pain, butterfly erythema, eye inflammation, dye eye, thrombosis, and psoriasis. She had night sweats, back pain, non-inflammatory (back pain), dry mouth (dry mouth) and loss of 3 kg weight in 2 months. The immunology test results included ana-titer: 1:1600 with dfs70 positive, rf ccp-antibody negative, hla b27 negative, yersinia and chlamydia were negative. The ige was not increased. The physical examination findings were normal except for musculoskeletal system: no arthritis. Spine: tapping pain upper thoracic spine with blockage, rotation to the right restricted. Upper extremity: pain without clear swelling pip ii-iii, gaenslen negative, volar flexion pain negative, fist closure complete, neck grip not painful and apron grip not painful. Lower extremity: pain without swelling of the knees and ankles, gaenslen negative, volar flexion pain negative. Musculature: normal. The disease activity and functional parameters were as below: state of health (visual scale 0 - 10): on admission: 5; on discharge: 5 pain (visual scale 0 - 10): on admission: 5; on discharge: 5 fatigue, exhaustion (visual scale 0 - 10): on admission: 6; on discharge: 5 rheumatic disease activity (visual scale 0 - 10): on admission: 8; on discharge: 3 function (hanover function questionnaire; 0 - 100 %): on admission: 97%; on discharge: 97%. Apparative examination findings were as below. ECG on admission showed normo-frequent sinus rhythm, indifferent type, no significant repolarisation disorders. On (B)(6) 2023, the sonography was performed, and result was: salivary glands: gl. Parotis and gl. Submandibularis (both sides) normal in size, normal echogenicity, well demarcated. No sono-anatomical changes of sjogren's syndrome, which did not rule it out in principle. Extraglandular lymph nodes normal in size (< 15 mm), normal configuration and normal echogenicity. Thyroid gland: normal in size, homogeneous, normal echogenicity. Wrist joints on both sides: no effusion, no synovitis, no tsv, median nerve unremarkable. Mcp and pip 2+3 on both sides: no effusion, no synovitis, no tsv, no erosion. Knee joints on both sides: no effusion, no synovitis, no tsv, no bursitis, no baker's cyst. Ankle joints on both sides: no effusion, no synovitis, no tsv, no bursitis, achilles tendons unremarkable. Therapy measures carried out: laboratory, urine, ECG, sonography, physiotherapy and occupational therapy. Several lab data were determined on the following dates (see patient information: lab data): on (B)(6)2023, (B)(6)2023 (date of admission), (B)(6) 2023 and on (B)(6) 2023. No further information was provided so far. The patient underwent several lab tests on (B)(6) 2023, (B)(6) 2023 (date of admission), (B)(6) 2023 and on (B)(6) 2023. Outcome at the time of the report: joint pain/polyarthralgia was unknown. Fibromyalgia was unknown. Suspected reactive arthritis was unknown. Muscle pain was unknown. Swelling was unknown. Heat sensation was unknown. Granulomas was unknown. Indurations was unknown. Nodule was unknown. Inflamed was unknown. Fatigue was unknown. Paresthesia was recovering/resolving. Neuralgia was unknown. Sleep disorders was unknown. Redness was unknown. Diarrhea was recovered/resolved. Stiffness was unknown. Feeling of illness (flu-like) was unknown. Hot flushes was unknown. Discomfort of the skin (arms, legs) was unknown. Night sweats was unknown. Lost 3 kg of weight was unknown. Back pain, non-inflammatory was unknown. Dry mouth was unknown. Joint swelling was unknown. Visual disturbances was unknown. Hyperesthesia of the right arm and right leg as well as the right head was unknown.

Manufacturer narrative:
Company comment: the serious events of arthralgia, fibromyalgia and arthritis reactive and the non-serious events of fatigue, paraesthesia, neuralgia, sleep disorder, musculoskeletal stiffness, influenza like illness, hot flush, skin discomfort, night sweats, weight decreased, back pain, dry mouth, visual impairment, hyperaesthesia, myalgia and joint swelling were considered unexpected but a causal relationship cannot be ruled out. Seriousness criteria includes medical intervention and temporary impairment of a body structure or a body function. Potential root cause for events affecting musculoskeletal system, eyes and mouth includes sjogren's syndrome or reactivation of psoriasis vulgaris triggered by the treatment. The non-serious events of swelling, nodule, warmth, induration, inflammation, erythema at implant site and granuloma skin were considered possibly related to the treatment. The potential root cause includes the treatment procedure or a foreign body reaction to the product in the local tissue. The non-serious event of diarrhoea was considered unexpected and unrelated to the treatment. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause. Lot number was not reported, and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 18-nov-2023 by a 37-year-old female patient, concerning herself. Additional information was received on 18-nov-2023 from physicians. The medical history of the patient included psoriasis vulgaris since 2009 but was in remission since 2018 and no more outbreaks, ebv infection, colonoscopy, and gastroscopy in 2020 and allergy to drug patches. The patient's mother had suspected rheumatoid arthritis, anamnestically rather polyarthrosis without treatment, and psoriasis was common on paternal side. There was no history of ibd. No information about concomitant medication, or previous filler treatments had been provided. On (B)(6) 2022 and (B)(6) 2023 the patient received treatment with sculptra to cheeks and jaw (unknown amount, lot number, injection technique and needle type) by physician. On (B)(6) 2023 the patient underwent exploratory laparoscopy (gynecological) and fallopian tube had been uncovered due to suspected congestion, this was ruled out and a spasm was detected, and fertility treatment was started. After the second sculptra treatment, in (B)(6) 2023 the patient experienced a strong reaction, she had severe swelling (implant site swelling) and heat sensation (implant site warmth). After about 14 days, the swelling abated. In the mid of (B)(6) 2023, the patient experienced granulomas (granuloma skin) and indurations (implant site induration). The patient also experienced nodule (implant site nodule) formation on the right lower jaw which was manipulated. She had facial inflammation and was prescribed with prednisolone [prednisolone] pulse by the plastic surgeon on (B)(6) 2023 and was continued since then. The physician performed treatment with hylase [hyaluronidase] and after the treatment her face became inflamed (implant site inflammation) again. Shortly afterwards, the patient experienced joint pain/polyarthralgia (arthralgia) in all joints, muscle pain (myalgia), fibromyalgia (fibromyalgia), fatigue (fatigue), paresthesia in the feet (paraesthesia), neuralgia (neuralgia) and sleep disorders (sleep disorder) as well as a heat sensation and redness (implant site erythema) in the face and decolletage area. Currently, the patient was taking 3.36 mg/day of prednisolone. According to the physician, an autoimmune process might have been triggered. In 2023, the patient was examined by a neurologist and rheumatologist which yielded no results. The only thing that seemed conspicuous were increased ana-titers but without clinical picture: ana-titer was 1:1600 on (B)(6) 2023, 1:640 on (B)(6) 2023 and 1:320 on (B)(6) 2023. According to the patient it seemed that the increased ana-titer was caused by the medication prednisolone [prednisolone] which she was receiving since (B)(6) 2023 to (B)(6) 2023 (dosage started with 40 mg and was tapered off with 0.5 mg) and the inflammation was caused by sculptra. Over the months, some symptoms had disappeared. The patient did not experience joint pain and sleep disturbances anymore and there was slight improvement in paresthesia. The patient stated that a type 4 allergy could cause systematic (immunological) complaints. Under the high-dose prednisolone, and travelling to another country, she had self-limiting diarrhea (diarrhoea) for 5 days. In late (B)(6) 2023, the patient additionally experienced stiffness (musculoskeletal stiffness) and joint pain, general feeling of illness (flu-like) (influenza like illness) and hot flushes (hot flush) with no fever. The bowel movements and micturition were uneventful. The patient had sharp, stinging joint pain of (fingers pip ii+iii, wrists, ankles, toes mtp ii+iii, knee, hips, shoulders, back thoracolumbar transition) partly with joint swelling (joint swelling), no redness, hyperthermia was not clear. The patient reported that skin changes occurred on the fingers mcp joints like psoriasis-like and recurring discomfort of the skin (arms, legs) (skin discomfort). The patient had the feeling of getting slight electric shocks. In 2023, the patient visited a neurologist and underwent nerve conduction velocity which was okay and MRI cervical spine + thoracic spine showed no abnormalities. The patient thought that these adverse events were related to the corrective treatment prednisolone. On (B)(6) 2023, the hcp suspected reactive arthritis (arthritis reactive) in the rheumatological day care unit of the hospital and arcoxia [etoricoxib] was prescribed for 4 days and pain improved. Before that she had taken ibuprofen [ibuprofen] on demand. The patient had no dyspnea and erythema nodosum. She experienced night sweats (night sweats) lasting for 3 weeks prior to admission, sometimes she had to change her shirt. The patient lost 3 kg of weight (weight decreased) in 2 months. At the time of the admission, the patient was pregnant in her fourth gestation week with no gynecological presentation yet. On (B)(6) 2023, the patient underwent MRI of the skull (native with angio) with clinical data of hyperesthesia of the right arm and right leg as well as the right head (hyperaesthesia) with visual disturbances on the right (visual impairment). The results of the MRI assessed as four supratentorial medullary lesions in total in a subcortical position. There was no evidence of subependymal or juxtacortical and infratentorial lesions. Native diagnostically limited assessability regarding florid lesions, there was at least no diffusion restriction. Mr morphologically, the criteria for a chronic inflammatory cns disease were not fulfilled. No acute infarction. From (B)(6) 2023, the patient was hospitalized for suspected reactive arthritis (arthritis reactive) and arthralgia since 2 months. She was diagnosed with polyarthralgia and facial inflammation after treatment with sculptra in the cheek area. There was no indication of chronic inflammatory etiology but indications of incipient fibromyalgia syndrome. The patient was admitted due to outpatient treatment refractory pain and to assess whether there was a rheumatic or infectious etiology of polyarthralgia and recurrent facial swelling following surgery in the cheek area several months ago and she was referred by the family physician. Clinically and para clinically, there was no indication of this. Laboratory chemistry also showed no evidence of this in extensive examinations and positive detection of anti-dfs70-antibody gave no indication of collagenosis. The patient herself considered of fibromyalgia syndrome. The regular physical exercise, muscle relaxation measures according to jacobsen, yoga, qigong, etc. Were recommended and there was no therapy medication. According to special rheumatological anamnesis, there was no morning stiffness, abortions, bloody rhinitis, fever, photosensitivity, raynaud's phenomenon, heel pain, butterfly erythema, eye inflammation, dye eye, thrombosis, and psoriasis. She had night sweats, back pain, non-inflammatory (back pain), dry mouth (dry mouth) and loss of 3 kg weight in 2 months. The immunology test results included ana-titer: 1:1600 with dfs70 positive, rf ccp-antibody negative, hla b27 negative, yersinia and chlamydia were negative. The ige was not increased. The physical examination findings were normal except for musculoskeletal system: no arthritis. Spine: tapping pain upper thoracic spine with blockage, rotation to the right restricted. Upper extremity: pain without clear swelling pip ii-iii, gaenslen negative, volar flexion pain negative, fist closure complete, neck grip not painful and apron grip not painful. Lower extremity: pain without swelling of the knees and ankles, gaenslen negative, volar flexion pain negative. Musculature: normal. The disease activity and functional parameters were as below: state of health (visual scale 0 - 10): on admission: 5; on discharge: 5. Pain (visual scale 0 - 10): on admission: 5; on discharge: 5. Fatigue, exhaustion (visual scale 0 - 10): on admission: 6; on discharge: 5. Rheumatic disease activity (visual scale 0 - 10): on admission: 8; on discharge: 3. Function (hanover function questionnaire; 0 - 100 %): on admission: 97%; on discharge: 97%. Apparative examination findings were as below. ECG on admission showed normo-frequent sinus rhythm, indifferent type, no significant repolarisation disorders. On (B)(6) 2023, the sonography was performed, and result was: salivary glands: gl. Parotis and gl. Submandibularis (both sides) normal in size, normal echogenicity, well demarcated. No sono-anatomical changes of sjogren's syndrome, which did not rule it out in principle. Extraglandular lymph nodes normal in size (< 15 mm), normal configuration and normal echogenicity. Thyroid gland: normal in size, homogeneous, normal echogenicity. Wrist joints on both sides: no effusion, no synovitis, no tsv, median nerve unremarkable. Mcp and pip 2+3 on both sides: no effusion, no synovitis, no tsv, no erosion. Knee joints on both sides: no effusion, no synovitis, no tsv, no bursitis, no baker's cyst. Ankle joints on both sides: no effusion, no synovitis, no tsv, no bursitis, achilles tendons unremarkable. Therapy measures carried out: laboratory, urine, ECG, sonography, physiotherapy and occupational therapy. Several lab data were determined on the following dates (see patient information: lab data): on (B)(6) 2023 (date of admission), (B)(6) 2023 and on (B)(6) 2023. The patient underwent several lab tests on (B)(6) 2023 (date of admission), (B)(6) 2023. The ana-titer would be checked again in (B)(6) 2024. The patient assumed that the ana-titer would be back in a normal range at that time. No further information was provided until this date. Outcome at the time of the report: joint pain/polyarthralgia was recovering/resolving. Fibromyalgia was unknown. Suspected reactive arthritis was unknown. Muscle pain was unknown. Swelling was unknown. Heat sensation was unknown. Granulomas was unknown. Indurations was unknown. Nodule was unknown. Inflamed was unknown. Fatigue was unknown. Paresthesia in the feet was recovering/resolving. Neuralgia was unknown. Sleep disorders was unknown. Redness was unknown. Diarrhea was recovered/resolved. Stiffness was unknown. Feeling of illness (flu-like) was unknown. Hot flushes was unknown. Discomfort of the skin (arms, legs) was unknown. Night sweats was unknown. Lost 3 kg of weight was unknown. Back pain, non-inflammatory was unknown. Dry mouth was unknown. Joint swelling was unknown. Visual disturbances was unknown. Hyperesthesia of the right arm and right leg as well as the right head was unknown. Tracking list: v.0 initial v.1 fu received on (B)(6) 2024 from the same reporter: verbatim and location of event paraesthesia and outcome of events (arthralgia and paraesthesia) were updated to recovering. Psoriasis start date and remission details provided and prednisolone start and end dates clarified.

Manufacturer narrative:
Company comment: the serious events of arthralgia, fibromyalgia and arthritis reactive and the non-serious events of fatigue, paraesthesia, neuralgia, sleep disorder, musculoskeletal stiffness, influenza like illness, hot flush, skin discomfort, night sweats, weight decreased, back pain, dry mouth, visual impairment, hyperaesthesia, myalgia and joint swelling were considered unexpected, but a causal relationship cannot be ruled out. Seriousness criteria includes medical intervention and temporary impairment of a body structure or a body function. Potential root cause for events affecting musculoskeletal system, eyes and mouth includes sjogren's syndrome or reactivation of psoriasis vulgaris triggered by the treatment. The non-serious events of swelling, nodule, warmth, induration, inflammation, erythema at implant site and granuloma skin were considered possibly related to the treatment. The potential root cause includes the treatment procedure or a foreign body reaction to the product in the local tissue. The non-serious event of diarrhoea was considered unexpected and unrelated to the treatment. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause. Lot number was not reported, and the product could not be verified. Several attempt to follow-up on the lot number and additional information has been performed but without success. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted until additional information is obtained. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.